Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported that the rn was unable to doppler pulse for the patient on impella cp support. Vascular duplex study ordered to formally assess flow down impella extremity, unable to doppler pulse. The next day, the nurse was able to doppler pulse. The patient remained on support until successful explant and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.